Event description:
Compressed air presssure for the hosp was temporarily interrupted. Fifteen mins after the air pressure was restored, smoke was observed coming from the ventilator. The pt was manually ventilated until the ventilator could be replaced. There was no injury to the pt.